Event description:
It was reported that non-sustained rv lead noise was observed. Further nsln episodes presented after the device was reprogrammed and was determined that it was true lead noise. Noise was not reproducible in clinic, and the physician elected to continue to monitor the lead. The patient will continue to be seen with routine follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.